Event description:
In 2006 the lay pt called lifescan (lfs) alleging that the ok button of his one touch ultra smart meter was stuck. When he called lifescan, he said he was hospitalized for a heart condition. The medical affairs specialist (mas) called the pt at the phone number provided, which was his hospital room. The pt said he did not know if the replacement meter had been delivered because he was still hospitalized. He refused to speak further with the mas and disconnected from the call. The pt told the lfs customer service agent (csa) he was perspiring, nervous, and agitated at the time of concern; the date and time of his symptoms were not provided. He said he was unable to obtain a reading on the reported meter. He took insulin following attempted use of the meter; the insulin type and dose were not provided. He was taken to the hospital. Information was not provided as to whether the incident described occurred at the time of the pt's current hospitalization or at another time. Results obtained at the hospital were not provided. He received treatment of 50 units of lantus insulin and novolog insulin by sliding scale; this treatment appears to be an insulin regimen rather than immediate treatment; however, the mas was unable to obtain further info regarding the time of concern from the pt. The csa confirmed that the meter "ok" button was damaged. The meter, test strips, and control solution were replaced. The complaint is conservatively reported as an adverse event because the pt was unable to obtain a meter reading while symptomatic and he may have been unable to test with the meter prior to experiencing symptoms. Further, he was taken to the hospital where he received treatment.